Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18744895, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a discomfort where the ipg was located. It was also mentioned that the ipg was mobile and tender to palpation. The ipg was also difficult to charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.